Event description:
Rep reported that patient complained of inconsistent flow. Refill volume collected was more than expected. Pump is a 30cc pump with .5cc/day. Pump was revised. Surgeon mentioned that he believed the issue was with the catheter but would like the pump tested.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. It should be noted that the user indicated that the issue might have been with the catheter, however the catheter was received in several pieces and all pieces were tested for flow and no blockage could be detected. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.